Event description:
It was reported that the left ventricular (lv) lead insulation was damaged during generator change. The lead was sutured with medical adhesive and remains in service. Additionally the atrial lead insulation and anode conductor were damaged during generator change. The lead exhibited high impedance and no capture. The atrial lead was capped and replaced. An atrial lead was attempted but not used during the implant procedure due to short length. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, implanted: (B)(6) 2008. A 694758 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead insulation was damaged during generator change. The lead was sutured with medical adhesive and remains in service. Additionally the atrial lead insulation and anode conductor were damaged during generator change. The lead exhibited high impedance and no capture. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.